Event description:
The stimulation could not be adjusted. The patient could not feel stimulation and she had a loss of therapeutic effect. The device was in a power-on-reset condition and displayed a "call your doctor" icon with "enter code: 1". It was unknown if the patient had any exposure to medical procedure or sources of emi. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).